Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer via friends/family reported that the patient's device was explanted two weeks prior to the report because the device was not working for the patient. No further information was provided. If additional information is received, a follow up report will be sent. The patient's indications for use included spinal pain and postlaminectomy pain.